Event description:
A pump reported an altitude alarm 21, causing the customer's blood glucose (bg) level to be displayed as ¿high¿; however, a specific value was not provided. The customer required assistance from emergency medical services who administered a manual injection to address elevated bg level. The customer was instructed by technical support to clean the pump and reconnect the cartridge, but initial attempts to resume insulin delivery failed. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.